Event description:
Customer reported a nurse had an exposure to the liquid inside a dca hba1c cartridge to an open wound on her hand.

Manufacturer narrative:
The cartridge was either cracked in the unit or cracked on it's way out, they were unsure. The nurse was not wearing any gloves or other ppe and spilled some of the liquid from the used cartridge on her hand. Customer began a standard needle-stick protocol of testing for hepatitis b and c, and hiv testing.